Manufacturer narrative:
The pump passed the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart and all operating measurements. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl at the time of incident and 106mg/dl a few hours before the call. The customer treated with insulin. Customer indicated that the battery cap cannot be removed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined to troubleshoot further.